Manufacturer narrative:
Twenty six (26) devices were received for evaluation. A visual inspection using the naked eye was performed and observed that the seals in the pouch were weak. The reported condition was verified. The cause of the event was due to the packaging machine reel was mistakenly loaded in reverse, (left edge on the right) resulting in the adhesive side on the outside of the pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packages of an unspecified number of interlink solution administration sets had sealing problems. The reporter stated that the four edges of the packages were randomly peeling off. This was noted before use. There was no patient involvement. No additional information is available.